Manufacturer narrative:
H3-device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -10.50 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. Significant reduction of irido-corneal angels, elevated iop (27 mmhg) without pupil block and angle closure, with excessive vault were observed on (B)(6) 2019. Lens was removed and exchanged for a shorter length lens on (B)(6) 2019. This resolved the problem. Cause of the event is reported as unknown.